Event description:
It was reported that the ventilator when attempting to use in high flow therapy (hft) there was 'no flow'. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customers biomedical engineer reported that there were 2 v60 e-tanks that were empty. The service engineer (se) inspected the device and could not duplicate the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.